Event description:
A malfunction alarm occurred. There was no reported impact on the customer¿s blood glucose level. The device in question was set to be returned, and a replacement pump was expected to be sent to the customer.